Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. A review of the compliant history identified no similar incident reported from this lot. Based on information reviewed and without the device to analyze, a cause for the reported sleeve steering issues and difficult to remove in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult to remove and sleeve steering issues it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was steering down to the valve; however, the cds was inadvertently mis-keyed as the sleeve moved in an unintended direction. The cds was therefore retracted back into the steerable guide catheter (sgc), but then one of the clip arms became stuck on the guide tip. The cds was advanced and re-aligned to be removed once again, but the clip still became caught at the tip of the guide. The sgc was straightened and then the cds was retracted one more time. The cds was successfully removed with the clip attached. The procedure continued with a new cds. Two clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.